Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat grade 1 spondylolisthesis with fixation at l2-l3. It was reported that the case was planned on the day of surgery with attention paid to screw size, pedicle size, and trajectory angles. The clamp mount was chosen for the procedure and attached to the patient at l3. Registration was quick and accurate. The operation was smooth; left side trajectories were place first, then right side trajectories. The surgeon agreed that screws were in but felt that right l2 was too lateral and freehanded that screw. No patient harm was reported and surgery was delayed less than an hour.